Manufacturer narrative:
No sample was returned for investigation. Lot information was not provided. It is unknown how a feeding tube may have caused or contributed to the reported event, however perforation is a known inherent risk of tube placement. Tube placement is based on the clinician and patient not the tube itself.

Event description:
Medwatch (B)(4) was received on june 6th 2016. The patient was transferred to this facility from an outside hospital for further management of abdominal wall necrotizing fasciitis . A dobhoff tube (dht) was initially placed 10 days after transfer and subsequently removed the following day secondary to patient complaint of discomfort (there was some report of "resistance" upon placement). Dht replaced in the or later the same day. Three days later, patient developed acute respiratory distress after receiving contrast via dht for CT. She required bipap initially and ultimately reintubation. A chest x-ray revealed left pleural effusion and pulmonary edema; right ij central line and left pigtail chest tube placed with 1 l serous-appearing fluid out. Og tube also placed. Given the sudden clinical change, patient underwent a CT chest, abdomen and pelvis, which showed the dobhoff tube to perforate through the pharynx and track down the mediastinum and into the epigastric region. Patient was taken to the or emergently with thoracic surgery for possible esophageal perforation. Left thoracotomy and washout performed where retropharyngeal perforation noted (esophagus clear of injury). Tube feed material was found and cultured. Intraoperative findings remarkable for a pharyngeal perforation (esophagus was clear of injury on esd). The dht perforated the retropharyngeal space and remained under the mucosa all the way into her posterior mediastinum adjacent to the great vessels. Dht was removed and a left thoracotomy with mediastinal washout was performed. Large amount of purulent fluid and fibrinous debris in mediastinum.